Event description:
It was reported that during an unspecified procedure, resistance and removal difficulties were encountered. The lesion was located in an unspecified portion of the esophagus. The cre 18mm x 20mm balloon dilatation catheter was advanced to the lesion. It was not known how many inflations were made or to what atms the balloon reached on each inflation. Upon attempting to remove the balloon, it was noted that the balloon was sufficiently deflated, however, strong resistance was encountered and the balloon was unable to be removed. The balloon was able to be removed in tandem with another manufacturer's endoscope. The procedure was completed without further intervention. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar compliant trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.